Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Loop did not cut just charred edge of tissue. Had to change loops." "Md frustrated due to char of tissue when margins are needed !" (B)(4).

Manufacturer narrative:
Ref (B)(4). *investigation: x-initiated manufacturer's investigation, x-no sample returned. *analysis and findings the reported event cannot be physically verified as the device mentioned in the reported event was not returned. However, if the device is located and made available in the future, the complaint may be reopened and addressed as needed. Inventories of the affected lot were depleted and not available for further verification at fg warehouse. This device is OEM manufactured for csi, sent for sterilization and distributed it from fg warehouse trumbull. DHR review was not performed as the lot number was reported as "unknown". A review of the two-year product complaint history one other complaint related to the reported event, it should be noted that both reported events were from the account. Although the root cause is indeterminable it's possible that that the device may have been used in contrary indicated manner in relation to proper size and or power output. *correction and/or corrective action corrective is not applicable due to the affected device not being available for investigative analysis at the time of this investigation, monitoring via complaint/ product surveillance will continue in order to identify any possible trend. *was the complaint confirmed? No. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
"Loop did not cut just charred edge of tissue. Had to change loops." "Md frustrated due to char of tissue when margins are needed!" Ref (B)(4).